Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-may-2018 with the following findings: during investigation, the pump powered on with both auditory and vibration features functioning properly. The pump¿s cover was removed and no intermittent condition was found to the piezo-circuit. The original complaint of a dual alarm issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. It was alleged the pump had weak sounds and a week vibration. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.